Event description:
It was reported that light predilatation was made with another company's dilatation catheter, and a stent was placed, at which time a small dissection occurred. Due to the pt's condition, not the dissection, the decision was made to place another stent. The vision 3.5 x 8 stent was advanced, but could only advance partially through the first stent due to a bend in the vessel. When the stent delivery system (sds) was withdrawn, it was noted that the stent was not on the balloon. Although the stent could not be found anywhere inside or outside of the pt, there is a possibility the stent remains in the pt. The dissection was left untreated. The pt was reported to be doing fine and no symptoms were reported.